Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to ventricular fibrillation (vf) arrest status post hemorrhagic stroke. It was also reported that the patient¿s outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the event, as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate 3 lvas is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.